Event description:
It was reported before use the bd vacutainer® buffered sodium citrate blood collection tube had no label or missing label information or illegible / foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter, ¿the following issues were found in tubes: spot in tube x17 defective marking x2 dirty x11¿.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® buffered sodium citrate blood collection tube had no label or missing label information or illegible / foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter, ¿the following issues were found in tubes: spot in tube x17, defective marking x2, dirty x11¿.